Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-02601, 1627487-2020-02602. It was reported the patient was experiencing ineffective stimulation. Surgical intervention took place wherein the system was explanted. Date of explant is unknown.

Manufacturer narrative:
Correction: section g4-the date received by manufacturer should have been 02mar2020 rather than 03mar2020.